Manufacturer narrative:
This report is submitted on february 28, 2022.

Event description:
Per the clinic, the patient experienced an infection (location and treatment of the infection unknown). The device was explanted on (B)(6) 2022. It is unknown if there are plans to re-implant the patient with another device.

Event description:
Per the clinic, the patient was treated with oral antibiotics (specific date and duration not reported).